Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, difficulty in introducing the catheter and bleeding to the withdrawal. He informed his urologist, went to the emergency department. He was placed in an indwelling catheter (difficult to put on) for 15 days. After that, the urologist made a cystoscopy that revealed nothing. Urethra healed. Took over the sui. Yesterday after the 1st self-catheterisation and the following ones had very small bleeds. He is worried.